Manufacturer narrative:
Updated: b2, b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient experienced paralysis as a result of the stroke. Per the physician, the stroke was caused by calcification that had been attached to the valve leaflets or blood clots. Per the physician, the valve caused or contributed to the stroke. It was unknown whether the delivery catheter system (dcs) caused or contributed.

Event description:
Additional information was received that 6 months following the implant of the valve, the patient was hospitalized due to anemia and discharged the same day. 9 months following the implant of the valve, the patient died. The cause of death was unknown. Per the physician, it was unknown if the death was related to the valve; however, the death was not related to the valve implant procedure.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was observed. No treatment was provided. No additional adverse patient effects were reported.